Event description:
It was reported that non sustained rv oversensing due to myopotential oversensing was observed via review of a merlin transmission. Programming changes were made. The patient was well at the time of programming changes.